Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right-mentor smooth round high profile 290cc saline breast implant, serial number (B)(4), catalog number 3503380. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round high profile 290cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the doctor. As a result, patient scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/27/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the patient had issue with bilateral capsular contracture baker grade IV, painful breast deformity with recurrent skin laxity left breast and congenital breast asymmetry. The date of event in this report updated to 7/20/2018. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503330, lot number 7396559, serial number (B)(4), and right replaced with catalog number 3503420, lot number 7603882, serial number (B)(4). This report is for the left implant. (B)(4).